Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the ins was reprogrammed on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2019. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 3889-33 lot# va1pztb implanted: (B)(6) 2018 explanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot #: va1pztb, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 20-mar-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell in (B)(6) 2018 and the ins had not worked since then. The patient reported increased urinary incontinence and ¿sensation in the rectal area¿. The lead had migrated and there was a loss of efficacy. The patient was reprogramed in (B)(6) 2019 but the entire system was explanted and replaced on (B)(6) 2019. The event was possibly related to the device/therapy but not to the implant procedure. The event was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1pztb, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. They stated the patient experienced excellent improvement after implant and was down to only 2 pads per day. However, during the visit on (B)(6) 2019 they reported significant urinary urgency and incontinence after falling ¿down a ditch¿ about 2 months prior. Their device was not providing relief for symptoms as it previously had and they were utilizing 9 pads per day. Since the fall, they tried all 4 programs with limited efficacy and the device had been reprogrammed multiple times. They underwent a replacement on (B)(6) 2019. No further patient complications were reported as a result of this event.